Event description:
Additional information received from the patient on (B)(6) 2014 stated she experienced pain, scar tissue, sexual problems and emotional problems. She also noted that the uphold was explanted in (B)(6) 2011.

Event description:
As reported by the patient¿s attorney, an uphold vaginal support system(MFR report #3005099803-2013-15268) and an advantage transvaginal mid-urethral sling system (MFR report #3005099803-2013-15251) were implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.